Manufacturer narrative:
Medical records did not indicate if this was a relapsing case of peritonitis. Enterobacter cloacae complex is gram positive and often associated with touch contamination or an infection at the exit site. Klebsiella oxytoca is gram negative and often associated with constipation and/or diarrhea, as well as an exit site infection. According to the peritoneal dialysis registered nurse, the patient did not follow aseptic technique when performing treatments. Physician notes from a previous medical record noted the patient ¿has some degree of underlying dementia that could be putting her at risk.¿ dementia could contribute to inability to follow instruction or understand risk factors. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis. The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the patient's treatment facility. The patient had a peritoneal dialysis fluid culture that was positive for enterobacter cloacae complex and klebsiella oxytoca. The peritoneal dialysis fluid culture revealed gram variable bacilli. The patient was initially treated with gentamycin 120mg and vancomycin 1g. Then the patient was treated with levoquin 500mg (orally) daily and gentamycin 80mg daily. The medical records did not indicate whether the patient was treated outpatient or in the hospital.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation. This is one event of peritonitis reported for the same patient involving six separate incidents.

Event description:
Medical records were received from the patient¿s treatment facility. The peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2015. A physician note in the medical record indicated the patient ¿has some degree of underlying dementia that could be putting her at risk.¿ it was also noted the patient has developed peritonitis a total of 7 seven times. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient developed peritonitis due to the patient¿s inability to follow aseptic technique during treatment.